Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in system 1 (lot number 278312, expiration date 11/30/215). Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 2.

Event description:
Customer received a result of 21.3 mmol/l on mobile system 1, and a result of 2.8 mmol/l on mobile system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in system 1 (lot number 278312, expiration date 11/30/215). Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 2. Customer returned an empty cassette of the complained lot so testing customer material was not possible. Testing was conducted with retention material.